Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 568 mg/dl. It was stated that the customer changed the infusion set several times prior to her admission. It was stated that the customer received multiple no delivery alarms. It was stated that the customer's most recent glucose reading was 178mg/dl, and she has treated with manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. It was stated that the customer uses the infusion set for about four days at times. Advised that infrequency infusion set changes could cause high glucose and infections. Advised that the infusion set should be changed every three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.